Manufacturer narrative:
(B)(4). Approximate age of device: 9 months. The pump remains in use supporting the patient; however, a portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on (B)(6) 2017, pump stoppage events occurred. The events occurred while the lvad system was connected to the power module. The customer stated that the patient has not had any significant weight gain, nor has any trauma to the driveline been reported. The patient denied hearing any alarms from the system controller, and was reportedly likely sleeping during the events. The patient was asymptomatic. A distal end percutaneous lead (driveline) replacement was performed on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
The reported low speed operations and pump stops were confirmed per the evaluation of the submitted log file. Driveline damage was suspected. However, the suspected driveline damage could not be confirmed. Approximately 15 inches inches of the external portion/distal end of the driveline was returned for evaluation. No damage to the outer jacket was observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts prior to removing the bionate layer. No damage to the bionate layer or metal shielding was observed. Visual inspection of the wires found no fractures or breaches. The driveline was submerged in a saline bath for high-potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short. The evaluation could not confirm the location of the suspected wire issue. A second submitted log file was evaluated following the driveline repair. The log file confirmed low speed operations and pump stoppages on (B)(4)2017, which was after the driveline repair. The patient was assigned an ungrounded patient cable and the patient continued to be monitored. The patient remains on vad support and no further related events have been reported. A review of the device history records showed no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
It was reported that additional pump stoppages occurred on (B)(4)2017. The patient was assigned an ungrounded patient cable and the patient continued to be monitored.